Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator check the measured data could not be confirmed. Another programmer was used with the same results.